Manufacturer narrative:
(B)(4). The ec324 is triggered when the overall color sensor readings are too low or too high. The most likely source would be an exceptionally bright light source shining into an unoccupied keyhole or an extremely strong electromagnetic source. The errors could be induced using incandescent light bulbs at a distance of around 2-3 inches. A review of the history log of this pump (B)(4) confirmed (B)(4) occurrences of system error 324 on the date of the event. Investigation is still in progress and a supplemental report will be submitted once the investigation is completed upon return of the pump. Manufacturer report nos. 1314492-2011-00057, 1314492-2011-00058, 1314492-2011-00060 are related to the same event. Note: although the initial report indicated six pumps were involved, complaint investigation confirmed ec 324 occurred in four of the six reported pumps.

Event description:
It was reported that on (B)(6) 2011, this event involved six consecutive pumps having several system errors when trying to run a dopamine infusion. The event occurred on a single patient in critical care and the top pump was higher than the other 2 pumps and it was approximately six inches away from an exam light. Dopamine infusions were ran on the top pump. Top pumps continued to display 324 system errors event when it was swapped with another pump.